Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14259. It was reported the pt is experiencing her charging wand getting hot and brown marks appearing at her ipg site while charging. The pt also reported experiencing a sharp pain starting at her ipg site down her leg. The brown mark and pain go away once she stops charging. The pt was advised to charge for shorter periods of time. A replacement charger was sent to the pt to address the issue. On (B)(6) 2012. St. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.